Event description:
IV pump running levophed at 0.1 would randomly just stop itself without warning. The pump would not alarm until the 2 minutes inactivity warning. This happened 3 different times within about 10 minutes. The last time it happened it was witnessed. Patient bp dropped when IV pump stopped.